Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited sensing noise. Pocket manipulation was able to reproduce noise. Chest x- ray was performed revealed the lead had knot itself due to patient missing sternum. The lead high voltage therapy was deactivated. The patient was in stable condition.